Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 7th january 2009 and passed all self-tests up to the (B)(6) 2011. Temperatures are recorded below the recommended minimum temperature. Multiple manual power ups of less than one minute duration during this time indicating the user was regularly power cycling the device. The device failed multiple self-tests due to a low battery between (B)(6) 2011. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. The pad-pak was then removed. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.